Manufacturer narrative:
The patient age was not provided. Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, approximately 1 year and 4 months post-implant, the system controller alarmed with a red heart alarm while connected to the power module. The patient changed to external batteries and went to the hospital. A pump stoppage event occurred as soon as the lvad system was connected to the power module in the hospital. The patient was admitted, and x-rays showed one potential distortion of in the portion of the driveline internal to the patient. A pump stoppage was able to be induced when the patient's torso was moved forward. The patient had reportedly gained at least 20kg since implant. An issue with the pump driveline was suspected by the lvad clinicians, and the patient was provided with a non-grounded patient cable for use with power module support. The patient was asymptomatic and was discharged home. No additional information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation; however, the report of pump stoppages was confirmed through review of the submitted system controller log file. Several low speed events and 4 pump stoppages were captured on (B)(6)2017 between 02:59 and 08:47 while the system was connected to the power module. The events captured were associated with driveline disconnected, low speed advisory/hazard, and low flow hazard alarms as well as pump power elevations up to 12.1 watts. Additionally, the submitted x-ray images of the driveline revealed a potential area of braided shield breakdown close to the pump housing. Based on this evaluation, the interruptions in pump function appeared consistent with a potential driveline wire compromise; however, the root cause could not be conclusively determined. The patient remains ongoing on vad support with an ungrounded patient cable for use with the power module and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.